Manufacturer narrative:
A field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that a patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort following implant. The device was in service for approximately five months. On explant it was reported the patient had an infection with pseudomonas. No additional adverse patient effects were reported.